Event description:
It was further reported that the lesion being treated was an 80+% stenosis in a venous anastomosis in a hemodialysis graft. The balloon was inflated once to 'high atms - exceeding rbp'. The physician inserted an 8f sheath and attempted to remove the retained balloon segment through the sheath; then attempted to remove it with a snare; then attempted to remove it with a forceps, however, all were unsuccessful. A blue max balloon of the same size was used to successfully complete the procedure. The pt's condtion remained stable during this event.

Event description:
It was reported that during a pta treatment procedure, balloon removal difficulties were encountered resulting in a fragment of the balloon being retained in the pt's body. The lesion being treated was a venous anastomosis. The dt/8-4/5/40 pta balloon ruptured. (The number of atms reached and the number of inflations performed is unknown.) The physician experienced resistance while removing the ruptured balloon. He subsequently pulled very hard, stretching the catheter, but was unsuccessful in removing the device. The physician cut the hub off of the balloon in order to pull the ruptured balloon through the 6f sheath, however a piece of the balloon remained in the pt. The physician used a snare to capture the portion of the balloon, but a small piece remains inside of the pt. Current pt status is reported as 'fine'.